Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an accidental dual power lead disconnect was unable to be confirmed. There were no log files submitted for review. The heartmate ii system controller, us, ep s/n: (B)(4) was not returned for analysis. It is unknown the events leading up to the accidental dual power lead disconnect. No photos or additional documents were submitted. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii patient handbook, rev. D, section entitled ¿important warnings¿ explains that at least one system controller power lead must be connected to a power source at all times. If both power leads are disconnected at the same time, your pump will stop. Heartmate ii patient handbook, rev. D, section entitled ¿system controller warning lights and sounds¿ explain how to properly interpret and troubleshoot all alarms, including losses of power. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2023-01151. It was reported that the patient passed away after an accidental dual power lead disconnect on their controller.